Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. There were 2 additional sensors reported (unk, unk) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the abbott diabetes care (adc) device. The customer received unspecified readings on the adc device of 100 mg/dl lower than a reading obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. In addition, the customer reported receiving a "replace it for my safety" error message with the adc device. Lastly, the customer reported receiving a "replace sensor" error message with an adc device. The customer was contacted successfully, and there was no report of adverse event or third-party treatment intervention required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.